Event description:
Consumer reported using the 4mm pen needles. During injection in 3 attempts with same pen needle, the insulin would not come out completely. Tried to inform proper use of non-patient end needle to pen. Caller was driving and not with his box for product information. Lot#: unknown, catalog#: unknown 4mm pen needle, date of event: 05.07.2025, sample status: discard.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.